Event description:
During preparation for use for a cardiopulmonary bypass procedure, the central control monitor of the heat lung console unexpectedly went blank. The user powered down the system, and then powered it back up and the system functioned as expected. The user reported the surgical procedure was completed successfully. Since the event took place prior to the onset of cardiopulmonary bypass, there was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.